Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update : (B)(6) 2013 - report from the field was received regarding the revision, which included part and lot information, and also indicated that the cup was also removed litigation alleges that the patient suffers from pain, discomfort, inflammation, limited range of motion, and toxic amounts of cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. Update: (B)(6) 2013 - pfs and medical records received. Patient was revised due to metal on metal reactions. However, upon revision, fluid, cyst, and corrosion were noted. The stem has now been reported. There is no new additional information that would effect the existing MDR decision.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/2/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and corrosion. No labs were provided for the alleged high metal ion levels. There is no new additional information that would affect the existing investigation. The complaint was updated on:3/15/2016.

Manufacturer narrative:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, limited range of motion, and toxic amounts of cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. (B)(4). Update 04/05/2013 - report from the field was received regarding the revision, which included part and lot information, and also indicated that the cup was also removed. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what were previously reported, ppf alleges pseudotumor, metal wear, and metallosis. Added law firm, revision surgeon and revision hospital.